Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose was 147 mg/dl. The customer stated an alarm did not occur prior to the constant tone. The customer stated they are unable to clear the alarm with esc and act. The customer was remove the battery for five minutes and insert a new battery. Customer stated the constant tone disappeared. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 147 mg/dl. The customer stated that keypad is not responding. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had button/keypad response properly. No button/keypad anomaly noted. The keypad connector was fine. The insulin pump was monitor and no audio/beep anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.